Event description:
It was reported that a clearlink, non-dehp solution set leaked from under the drip chamber; droplets of fluid slowly formed due to a separation of the drip chamber and tubing. The leak was observed during setup; however, patient involvement was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, a2-a6 (update to n/a), b6, b7, d9, d10 (update to n/a, n/a), h3, h4, f10/h6: health effect - impact codes (replace code), h6, h11. B5: the leak was noticed after priming the line with normal saline. The tubing did not fully separate from the drip chamber. There was no patient involvement. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the sample with no issues. The assembly of the tubing into drip chamber was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.